Event description:
It was reported by a user facility that, for an unknown procedure, the device did not function as intended. When the surgeon closed the device, the clips fell out. Another device was opened and used without problem. Device usage problem: device failed (e.g., broke, couldn't get it to work or stopped working).

Manufacturer narrative:
Device a: bent jaw. Device b: c9cj8c; expiration date: 05/26/2011; mfg date 06/26/06; jaw and cam interface disengaged. Evaluation summary: two devices were returned for analysis. The analysis results found that the el5ml device a was returned iwth the left jaw bent. The device was tested for functionality; it was cycled, and ejected the remaining four clips due to the jaw condition. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. A batch record review was performed and no anomalies were found during the manufacturing process. The analysis results found that the el5ml device b was returned with the right side of the jaws disengaged from the cam. The device was tested for functionality and it ejected five clips due to the condition of the jaws and cam interface. We have documented the circumstances as they were reported to us. A batch record review was performed and no anomalies were found during the manufacturing process.